Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/05/2016 device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2016 with the following findings: a review of the black box data showed no call service alarms. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no alarms. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was observed to be cracked. The pump failed a leak test at the battery compartment. Evidence of corrosion was observed in the battery compartment and on the printed circuit board.